Event description:
It was reported that during scheduled review of remote home monitoring data; it was noted that the pacemaker and this right ventricular (rv) lead exhibited noise and oversensing resulting in six seconds of pacing inhibition. A ventricular tachycardia (vt) episode was stored as a result. It was unable to be determined if an underlying rhythm was present during review of the stored episode. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.